Manufacturer narrative:
Additional information has been requested and if received, will be submitted on a supplemental report.

Event description:
During hansson pin surgery, when the surgeon inserted the k-wire into the patient bone, tip of k-wire broke. The k-wire was brand new product. Therefore, the surgeon removed broken tip of k-wire from patient bone. And, the surgeon changed the k-wire to another new k-wire. The surgery was completed without problem. To change the direction of k-wire while inserting k-wire, the surgeon moved the k-wire.